Manufacturer narrative:
The device returned for analysis. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is being filed due to difficult clip deployment. Crd_947 - repair mr ide study patient ID: (B)(6). It was reported that on (B)(6) 2023, the patient presented with degenerative mitral regurgitation (mr) grade 4 with prolapsed posterior leaflet. One mitraclip had been implanted without any issues reported. A second mitraclip was placed on the mitral valve leaflets and deployment was initiated. The actuator knob was turned 8 times counterclockwise. The actuator knob and gripper levers were retracted; however, the clip did not deploy. It was confirmed that the dc-shaft and the clip were coaxially aligned. Troubleshooting was performed including an additional 4 turns of the actuator knob, and a 5th actuator push/pull maneuver with a successful release of the clip. The mitraclip remains stable on the leaflets. The mr had been reduced to grade <1 and 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported difficult or delayed activation (clip deployment) could not be replicated in a testing environment. Additionally, the actuator coupler was observed to be deformed distally. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, a cause of the reported difficult or delayed activation (clip deployment) could not be determined. A cause of the observed actuator coupler deformation could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.